Manufacturer narrative:
Vyaire reference number: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was identified to be a solenoid failure on the main printed circuit board, resulting in the auto-zero solenoids to be slow to respond.

Event description:
The customer reported that their vela ventilator is having "vent inop", "transducer fault", "motor fault", low pip" and "low ve" alarms. The customer reported that there was no patient involvement.